Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Reportedly, the customer was using non-tandem charging supplies to charge the pump. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.